Event description:
It was reported that within seconds of programming the pacemaker into magnetic resonance imaging (MRI) protection mode the patient became unresponsive. The pacemaker was removed from MRI protection mode and the healthcare provider (hcp) called a code. The patient was unresponsive for approximately three minutes, was seizing and subsequently rescued by the code team (details not provided). After the patient left the department, the hcp reviewed the session with technical services (ts). There were no recorded events after exiting MRI protection mode and the presenting electrogram showed the device to be functioning normally, with atrial pace/ventricular sense at 60 beats/minute. It was also confirmed that the MRI protection mode had been appropriately programmed. It was noted that the patient was an existing in-patient, and the MRI was being performed due to the patient experiencing dizziness. Follow-up with the company representative in the field yielded no further information. The patient was reported to have recovered at the time of the event.